Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 530 mg/dl at the time of the incident. The customer needed assistance in turning the auto mode on. The customer reported the following message from the auto mode readiness screen: customer is asked to enter blood glucose. The customer had not removed the sensor. The customer was advised to take a corrective dose and call back once the blood glucose was in range. The insulin pump will not be returned for analysis.